Event description:
The patient reported that her stimulation is not covering all of her pain. The patient also reported 3-4 seizures lately, a couple of falls, and a car accident. No information on the relation of these events to her stimulation system. The patient was referred back to her hcp to check the integrity of the stimulator system. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received. Reference MFR report #6000153200703210.